Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller, carriage joint (acj) in universal surgical manipulator (usm3) due to error 32100. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued for the return of the acj. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer reported to the technical support engineer (tse) that the system encountered a persistent recoverable fault with error 32100 displayed and the leds on universal surgical manipulator (usm3) were red. Tse confirmed error 32100 and other related errors in logs pointing at an issue with usm3. The customer power cycled, hard power cycled, and emergency power off (epo) the patient side cart (psc); however, the errors persisted. The customer was unable to do a three-arm procedure. The procedure was converted to laparoscopic surgery with no reported injury.